Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had stored episodes of inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to oversensing of atrial beats on the ventricular channel. One of those episodes also revealed a three-second pause in pacing. In clinic testing found the signal amplitude of the oversensed beats was between 0.6 - 0.8 mv. The field representative will discuss this further with the physician. Technical services discussed possible programming options including increasing automatic gain control (agc) to mitigate the oversensing. This crt-d remains in service. No adverse patient effects were reported.